Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Could you please specified the type of cdh used manual or powered? Please provide device information (product code/lot#/batch#).

Event description:
It was reported that during the reversal or a hartmann procedure (open) the surgeon attached the anvil to the trocar right on the device as normal. The assisting consultant helped at the bottom end to dial down and start closing the gun. As the consultant closed the gun and attempted to fire it, the gun did not fire. A which point we realized that the anvil was not attached. We tried again to attach the anvil and listened for the click and ensured the orange marker was not longer there and tried again. Unfortunately it came off again as the surgeon closed the gone. Finally the consultant held the anvil n place and fired the gun and this time it worked. Consultant experience: used cdh for 30 years.

Manufacturer narrative:
Pc-(B)(4). Date sent: 03/11/2022 d4: batch # u5ez2e device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there was no staples present. When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the anvil was installed onto the trocar several times with no issue. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/01/2022. Additional information received: the device is cdh29p. Lot: u95u9v. 2023-10-31 h11: corrected data = d4.